Event description:
During a hip repair procedure, one of the crown tip had broken off and became embedded in the acetabulum. The surgeon has elected to leave the piece of metal in the bone. It was confirmed that there was no delay. No other device was used since this was noticed after his last anchor was placed.

Manufacturer narrative:
Evaluation of the device confirmed the complaint of a crown tip breaking from the shaft.